Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nurse initiated a ns 250ml infusion to infuse at 20ml/hour at 1300. At 1320, the rn noticed that the ns 250ml infusion bag was almost empty. The nurse confirmed the programmed infusion rate with another nurse and both observed the drip chamber to look as though it was dripping too fast and appeared to be delivering a bolus instead of the rate programmed into the pump. The pump module and the ID controller were removed from the clinic and labeled as "do not use". There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of ns infusing faster than expected was not confirmed. Physical inspection of the device noted the instrument seal was broken. No other anomalies was observed. Analysis of the pcu event log shows the pump module was programmed on (B)(6) 2018 at 12:53 pm to infuse 0.9% normal saline with a rate of 20ml/hr and vtbi of 240ml. At 1:50 pm, the module was channeled off. The recorded total volume infused was 18.678ml. Testing of the device resulted in a channel error code 240.4030 (motor stall failure). Disassembly and internal inspection showed that all 6 bezel bosses were cracked and separated. Further testing could not be performed due to the broken bosses, so an overinfusion could not be replicated. The proximate cause for the customer¿s report is broken/separated bezel bosses. The root cause of the breakage was not determined.